Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429. Product ID: bi71000192, serial/lot #: (B)(6). Product ID: bi71000159. Product ID: bi71000452. H3) the manufacturer representative (rep) went to the site to test the imaging system. The system lower door cap and louver were in a collision with a bed. This caused the gantry to become not aligned. Alignment was needed. Parts replaced. System working as intended. Codes: b01, c07, d02 the rotor drive was returned for analysis (bi71000192). They tested the rotor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection shows normal wear. No functional fault found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system gantry would not open. There was no patient involvement.